Manufacturer narrative:
Additional information: g3, h3, h6 h3. Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Functional testing found the device's jaw opening and closing mechanism was functioning properly. The knife blade was unable to advance. The jaws were observed under magnification and it was identified that the inner drive of the knife blade was slightly bent causing the blade to come in contact with the a model when cutting was attempted. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. No electrical or wiring issues were found. It was reported that the device stopped working and the knife blade did not retract. The reported issues were confirmed. The most likely cause could not be established from the information available. It was also reported that the jaws was difficult to open. The reported issue was confirmed. The most likely cause was determined to be manufacturing related. Internal process improvements have been initiated to mitigate this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant products: vlft10gen = vlft10gen ft series energy platform. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a gynecology ovarian removal, the handpiece jaws were locked in the closed position after ten minutes of use. It was applied on a tissue when the issue occurred. The tissue had to be cut to remove the handpiece from it. The handpiece was not cleaned much as the issue happened at the beginning of the procedure. The knife blade was extended but did not protrude at the edge of the jaws.